Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the returned battery was in "replace state" and cannot keep the device powered on. Physio also observed that the lid switch was not functioning properly and allowed the device to power on intermittently while the lid is still closed. Physio determined that the root cause of the reported issue was due to the lid switch.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.